Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4) possible thermal necrosis of the bone. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the device was not returned. The trochanteric fixation nail anti-rotation instrument documentation was reviewed and the following lines are applicable to this complaint: drill should have adequate cutting performance to allow opening of femur for nail insertion. The relevant verification activity for this line is a mechanical test verifying the cutting performance of the drill as compared to the trochanteric fixation nail instruments. This test was reviewed and found to be adequate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was part of a market preference evaluation which records the complaint aspects of next generation trochanteric nailing system (tfna) mpe 45 results. It is reported during a procedure on september 19, 2014 to implant the 170mm x 11mm 130 degree trochanteric nail with 115 mm helical blade, surgeon noted the 6/9 reamer had difficulty driling to the drill stop in the last 2 cm. It was further noted when the reamer was removed it was smoking and the tip was blackened. A burning odor was also reported. Surgeon stated concern for thermal necrosis of the bone. This is report number 1 of 1 for (B)(4).